Event description:
A customer reported a malfunction on their pump, identified by error code malf 16, with a fault ID 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, but the customer did not have the pump available at the time and agreed to call back to continue troubleshooting.